Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia after a meal announcement while using a g7 sensor and a 6 mm, 23" infusion set, with no reported leaks, occlusions, or pump alarms stopping insulin delivery. A confirmatory fingerstick measured 353 mg/dl, cgm values later rose as high as 510 mg/dl, and the user performed multiple full set changes per troubleshooting and education. Symptoms included hyperglycemia. Outcomes included recovery with blood glucose returning to range after additional supply changes and adherence to the ketone action plan. Investigation included customer service troubleshooting, education on site change, and ketone monitoring guidance. Investigation of this case revealed no device alarms or confirmed hardware malfunction, with resolution following infusion site and supply changes, which suggests a potential infusion site or delivery issue without definitive device failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.